Event description:
Information was received from a clinical study (sdy) and a healthcare professional (hcp) regarding a patient receiving a dose of 62.558 mcg/day at a concentration of 62.5mcg/ml of dilaudid and a dose of 7.4068mg/day at a concentration of 7.4mg/ml of bupivacaine via an implantable infusion pump for malignant pain and pancreatic cancer. Patient reported a severe headache, nausea, and vomiting on the day of the test (B)(6) 2016. The event was not related to the device or therapy but was related to the implant procedure surgery and anesthesia. As an intervention: IV fluids, caffeine tablets, and fioricet were administered on (B)(6) 2016. On (B)(6) 2016, phenergan was administered and the event resulted in an emergency room visit and in-patient hospitalization for hydration. Her pump site was tender and she was fearful she might have dislodged the sutures. On (B)(6) 2016, the event was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.